Manufacturer narrative:
Based on the information available, the most probable root cause of the revision surgery was related to surgical technique and intraoperative decision-making during the initial implantation. The surgeon confirmed that optimal implant seating and positioning may not have been achieved during the primary procedure. No evidence of device malfunction, material defect, or manufacturing nonconformity has been identified based on the information provided. The event is therefore most likely attributable to procedural factors rather than a product-related issue. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
A 70-year-old male patient underwent revision surgery one week after the initial implantation of a thumb prosthesis. During the first procedure, the trapezial cup was intentionally under-reamed due to dorsal bone loss, and the cup trial did not seat properly.during the revision, the trapezium was properly re-reamed and the cup repositioned. The original stem (size 3) was replaced with a size 4 due to an excessive palmar positioning.